Event description:
It was reported that during an acl arthroscopic procedure, after femoral and tibial measurements were taken, the surgeon asked for the 1.2mm nitinol guide to fix the graft to the femoral tunnel using a 'biosure regenesorb' anchor. After the surgeon passed the graft, at the moment the surgeon proceeded to pass the screw, it was observed the tip of the guidewire had broken. As result, the complete guidewire was removed from the patient. The procedure was completed with a non-significant surgical delay using a s+n backup device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The guide wire and fractured end were returned. The guide wire fractured near the distal end. There is debris on the returned pieces. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.